Event description:
It was reported that the patient (pt) said last night they had a big problem. When they got up yesterday morning, they plugged their charger in, it wasn't charging real well and was charging slow. Pt said the battery was going down instead of up. Pt said they tried charging their implantable neurostimulator (ins) and said it was locked. Pt said they got it unlocked but the screen wouldn't show anything. Pt said they then turned it off, turned it back on, and also turned their stimulation off to save ins battery. Pt said they left the controller on ac power even though the controller was unresponsive and the controller remained unresponsive (with a green light on the controller). Pt mentioned that they tried taking the battery out of the controller and tried aa batteries and that did not resolve the issue. Patient services (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it did not power on. Pt blew into controller port and then tried plugging it into the power supply again (green light on ac power was on). Pt left controller plugged into ac power supply for several minutes and controller remained unresponsive. Pss sent email to repair for controller replacement.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), h3: analysis of the 97745 controller (ptm), serial number (B)(6), revealed corrosion damage to pcbs in unit. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported ever since they received this replacement controller they have heard something loose and rattling inside. Patient added that, prior to the controller replacement, they could move around while charging the implant; however, they now have to lay down or sit up in a chair and not move. Patient reported that since about 3 weeks ago the top white triangle button has stopped working and is unresponsive. As a result, patient is unable to increase their intensity. Agent sent request to repair for replacement controller.